Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the mobile view station (mvs) application was not starting as expected because of a corrupt database. The database was restored from backup and the issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) displayed an error that indicated the database had been corrupted. The database was restored from a backup version and the issue was resolved. The procedure was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
Additional information: patient ID, age and weight provided. Patient weight is listed as an approximation.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.